Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that when using the first shooting with echelon 60mm stapler the system locked. Accomplished manual use attempt was also unsuccessful in stapling. No patient consequences reported. No further information is available.